Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated result for accutni (troponin), in the risk stratification range, on one patient sample, generated by the access 2i (lxi) immunoassay system. Upon repeat, the results were within the normal reference range. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample collected in a 13x75mm bd lihep plasma tube with gel separator and centrifuged for 10 minutes at 1,300g. Per the customer, qc was run before and after event and recovered within range. A system check was run on (B)(6) 2010 and passed all specifications. Customer noted that there were ultrasonic errors noted on event log for several days, prior to and after the event, but were not generated around the time of this erroneous result. A field service engineer (fse) was dispatched on (B)(6) 2010. The fse replaced the aspirate peristatic pump and aspirate probes. The fse verified belt alignments and ran 50 replicate troponin precision run on wash buffer that had no results greater than 0.01 ng/ml. The fse also ran a system check which passed. Hardware was verified per published performance specifications. No hardware issues were identified. No clear root cause for this event has been identified to date.